Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An inspection of the cycler exterior showed paint damage on the heater tray. There was dried fluid within the cassette compartment. There were particulates within the cassette area. There were no burrs or sharp edges in cassette area. The touch screen test failed. When powering on the cycler the ¿ok¿, ¿stop¿, and ¿up/down¿ arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on transformer one (t1) of the inverter board with lot code [2024] which reflects the transformer has [p155] insulation thickness. A known good inverter board was installed and the display became operational. The touch screen test then passed. The voltage verification test failed displaying a ¿s_004 eeprom¿ error upon startup. The failure was traced to a faulty eeprom on functional board. The eeprom was replaced. The cycler then powered without any failures or problems. The voltage verification, system air leak and valve actuation tests all passed. A pre-accelerated stress test (ast) simulated treatment was performed for two hours and fifteen minutes at 8,500ml without any failures or problems. An internal visual inspection of the returned cycler showed visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on t1 of the inverter board.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report that a liberty select cycler detected bags connected on all the lines when she only had three solution bags connected during step four of setup. The patient pressed ¿back¿ to check the connections again it but still showed all the lines were connected. The patient them pressed ¿next¿ and then received a ¿m30 balloon valve leak warning¿. The ts agent assisted the patient with re-setup but again on step 4 of setup, the cycler detected that all lines had solution bags connected but only three bags were connected. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternative treatment option was available. Upon follow up, the patient confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.